Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the subject device suddenly dropped down during use. It returned to the original when handled with boot of the connector, but after a while the image dropped down again. There were no reports of patient harm.

Event description:
It was reported the image of the subject device suddenly dropped down during use. It returned to the original when handled with boot of the connector, but after a while the image dropped down again. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight failure in the video connector - meihan section. The cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.